Manufacturer narrative:
Continuation of d10: product ID 8781. Lot# n708637006. Explanted: (B)(6) 2025. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that it was unknown if there were any known factors that may have led or contributed to the bedsores near the back pocket. It was stated that the condition improved with disinfection and administration of antibiotics. When asked for the status of the devices, it was stated that the pump and catheter were being used so there was no return. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that it was determined that conservative treatment (antibiotics and wound irrigation) would not be effective, so the entire system was removed on (B)(6) 2025. Muscle rigidity increased but no withdrawal symptoms occurred due to oral medication. The wound healed well and the patient was discharged on (B)(6) 2025.

Event description:
Information was received from a foreign distributor (for, dist) regarding a patient receiving intrathecal gabalon of an unknown conc entration at an unknown dose rate via an implantable pump for quadriplegia due to cerebral palsy. It was reported that the patient developed an infection (mrsa) in the pump pocket due to bedsores near the back pocket. The onset of the event was described as mid-october, 2025. The date 2025-oct-15 is considered an approximate date of event (specific month and year known only). At present, the patient was improving through disinfection within the pump pocket and administration of antibiotics. The outcome of the event was recovering. Regarding pump pocket infection, the relationship of the event wo drug, pump, and catheter were unknown, and unknown if related to the procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n708637006 implanted: unknown: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) reporting that the devices were discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.